Event description:
Patient reported communication issues between the implant and the external equipment. An advanced bionics representative met with the patient but could not confirm issue. The decision was made to explant the device. The patient will be implanted with a new advanced bionics spinal cord stimulator.